Event description:
Device kept stating to replace. We unplugged it from the machine and waited 10 secs, plugged it back in and then it was fine. Once we started using it again, it failed and stated to replace.